Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number: (B)(6).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has touch screen failure.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h6(health effect ¿ clinical code, type of investigation , investigation findings, health effect ¿ impact codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The display monitor to video gen board kit is required and is on order. This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to obtain the additional information on this complaint event. If information is received, the complaint will be reopened and updated.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, d9, g3, g6, h2, h3, h11. Corrected field- h6- medical device ¿ problem code, investigation findings.